Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, errors occurred on the right master tool manipulator (mtm). There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the right master tool manipulator (mtm) due to the 32097 errors. The system was tested and verified as ready for use. Isi has received the da vinci product with an alleged issue to perform failure analysis; however, the investigation is in progress.